Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final and customer feedback. The customer later confirmed the device was washed as usual before being shipped, according to the following procedure: -passage in the sink with the cantel medical sureclean wash pump. -wiping -washing in the cantel medical rapidaer endoscope reprocessor washer. -positioning in the cantel medical medivators endodry storage cabinets. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the reported event is unable to be determined. However, the cause of the event is likely due to the foreign material was possibly not removed since the reprocessing was not conducted properly due to leakage from biopsy channel. The event can be detected and prevented by following the instructions for use (IFU) sections: the instruction manual tjf-q190v operation manual chapter 3 preparation and inspection describes how to detect for the suggested event. The instruction manual tjf-q190v reprocessing manual chapter 5 reprocessing the endoscope describes how to prevent for the suggested event. Olympus will continue to monitor field performance for this device.

Event description:
The evis exera iii duodenovideoscope was returned as part of the asset return process for annual maintenance. During routine inspection of the device by olympus, foreign material was found on the z-block (an environmental seal that will prevent any fluid from damaging or penetrating wires or cables). There was no procedural or patient involvement associated with this event. This MDR is being submitted to capture the reportable malfunction found during the device evaluation.

Manufacturer narrative:
The device was returned as part of the asset return process: grip has a scratch, due to damage on channel-tube, water tightness is lost, due to damage on charged coupled device (ccd) unit, the image has white dots, image guide protector has a chip, and distal end is shaved. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided.